Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired first firing on sleeve. Removed stapler, put a new reload with seamguard and had a hard time taking it down trocar. They removed it, after visual inspection, the anvil and cartridge were not aligned properly from proximal to distal. It was recommended to get a new stapler. Reloaded it with a green cartridge and seamguard. Stapler went down the trocar smoothly. Case completed with this stapler. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 9/30/2016. Batch # n54c25. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload present. The reload was received fully fired. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.